Event description:
Umbilical vein catheter secured at 8.0 cms, this was pulled back 2.0 cms, catheter broke, requiring removal as the tip retracted into the umbilical vein. Another uvc was inserted upon removal and secured at 0.6 cm. This has since been removed. No further complication noted related to the above event.